Manufacturer narrative:
The ossure loep kit is not marketed in the united states, and it is only exported from the USA. The implant material in the ossure loep kit is equivalent to the implant material identified in 510(k) #k181342.

Event description:
Patient underwent bilateral local osteo-enhancement procedure (loep). Shortly after finishing the procedure, patient became unstable (~16h40) and was transferred to intensive care at around 18h00. An echocardiogram showed heart in a really weak state, a condition previously unknown to family or treating physician. Patient was treated with levophed and reanimated multiple times. Patient deceased at around 22h15. Surgeon reported to agnovos that the death was not related to the ossure device.